Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
Customer reported that endotracheal tube was stretched out at the connector, causing the patient's tube to become disconnected from the ventilator. Connection to the vent is unable to be maintained without some type of intervention.